Manufacturer narrative:
Corrected field: - d6b (explant date) was discarded, the electrode was abandoned inside the patient, not explanted.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to high pacing impedance measurements out-of-range of over 2000 ohms, and failure to capture even at high capture thresholds of 10 volts. This patient is elderly and due to a complicated condition, the patient was left only with right ventricular therapy and no ra lead implanted. This ra lead was abandoned inside the patient as he suffers from hepatitis c. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to high pacing impedance measurements out-of-range of over 2000 ohms, and failure to capture even at high capture thresholds of 10 volts. This patient is elderly and due to a complicated condition, the patient was left only with right ventricular therapy and no ra lead implanted. This ra lead was abandoned inside the patient as he suffers from hepatitis c. No adverse patient effects were reported.